Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed intermittent capture on the pacemaker (pm). No changes or intervention was performed. The patient condition was stable.